Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's tremors were returning and they want to increase stimulation. The patient connected to the ins and saw on and ok. The patient discovered they were already at an upper limit. The patient was able to increase stim on the right side. When pressing the sync button, the programmer was now showing off and ok. They think they accidently pressed the off button. The ins was turned back on. Additional information received from the consumer reported the circumstances that led to the upper limit screen and symptoms was them experiencing an infection requiring scans and medications which triggered a nervous reaction. The consumer attempted to increase the right implant from 1.40 to 1.60 but the monitor showed the upper limit not available screen. To resolve the issue the consumer made an appointment with their neurologist¿s office and met with a physician. Additional information related to the infection was received from the consumer who reported ¿my doctor doesn¿t know if the infection is impacting the tremors or not¿ and an appointment was scheduled for april to see what the cause of the infection was. The consumer had no further information regarding the infection at this time.